Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the handpiece had no phacoemulsification power. Additional information has been requested.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, a handpiece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on september 24, 2015. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this handpiece. The handpiece was received for evaluation. A visual assessment of the returned sample revealed no visual nonconformity. The returned handpiece was connected to a calibrated system and tuned. The handpiece was put through a 5 minute burn in with no faults. The stroke length was then measured and found to be with manufacturing specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).